Event description:
One of four instances where ICD pts undergoing routine remote ICD data download(interrogation) had their data "misplaced" in another pt's file. The transfer of info between the medtronic carelink system and the medtronic paceart system failed to occur in the proper manner. During the electronic data transfer, this pt's data ended up in another pt's electronic device record. The primary problem being the potential for medical treatment being based on the wrong pt data.